Manufacturer narrative:
(B)(4) .

Event description:
It was reported when the patient presented for a routine follow-up, electrograms revealed multiple ventricular fibrillation episodes detected as noise episodes. It is suspected the cause of the noise episodes were possibly linked to circulation booster. The patient condition is stable.